Event description:
It was reported that noise was observed on the ventricular channel when a non-dependent patient presented in-clinic for a routine follow-up. The noise was not reproduced with arm movement. The lead was capped and replaced. The patient was fine afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.